Event description:
It was reported that the right ventricular (rv) pace/sense lead failed to capture at maximum output. Reprogramming was completed and the lead remained in the patient until the implantable cardioverter defibrillator (ICD) was replaced for normal battery depletion. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6949 implantable tachy lead 2006 (B)(6); 5076 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.